Event description:
Additional information was received from the manufacturer representative. It was reported that after reviewing the x-rays taken on (B)(6) 2017, the implanting physician has decided to do an exploratory surgery of the generator pocket with a possible pocket revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017 reporting that the x-ray would be taken on (B)(6) 2017 for the potential device flipping. Additional information was received on (B)(6) 2017 from the manufacturer representative reporting that the antenna locate feature of the recharger was used and the patient received 54-56 when they had the recharger over the generator site and 58 when they were away from the generator. The cause of the coupling was not currently known. The patient as brought into the surgeon¿s office on (B)(6) 2017 for x-rays at 2:15 pm to determine if the generator had flipped or was too deep in the pocket. The patient¿s weight was unknown. It was reported that the actions planned to resolve the issue were to be decided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator was charging now and the patient was trying to get herself use to using the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient had exploratory surgery on (B)(6) 2017. No seroma was found. The ins was repositioned to for the patient to be able to better connect with it. It was noted that the patient¿s difficulty recharging was likely related to their body habitus. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having difficulties recharging their device. It was reported that the patient had just been implanted on (B)(6) 2017 and was unable to get good coupling. It was reviewed that there may be normal post-operative swelling, bandages or possible seroma, but no symptoms were reported. It was reported that this issue was first discovered on (B)(6) 2017, as this was the first time the patient tried charging the device since they were implanted. Additional information was received from the manufacturer representative. On (B)(6) and (B)(6), the representative contacted patient and tried walking her through the re-charging process again and had patient utilize the antenna locate feature to determine best connection. On (B)(6) they met with patient and implanting surgeon to determine cause of poor coupling and provided additional hands on charging education. After implanting physician observed the surgical site of the generator, he believed that the poor coupling is being caused by swelling of the tissue around the generator as they were only 7 days post implant. Additional information was received from manufacturer representative. It was reported the patient was getting 0 coupling bars. The representative met with the patient last week. The representative stated that the healthcare provider (hcp) felt it was possibly due to swelling since the patient had recently been implanted 2 weeks ago. The patient reported they were still not getting any coupling bars. They were able to communicate with the patient programmer, clinician programmer and the recharger. They tried a second recharger and it still showed 0 coupling bars, with no resolution to the event. The antenna locate feature was tried multiple times and the best they could get was around 52 with low about 42. They tried changing the antenna dial as well and that didn't help. No pocket issues relating to the ins were reported. An x-ray had not yet been performed to determine if the ins was flipped. The caller was redirected to the healthcare provider to discuss possible x-ray to check the ins position. It was taking too long to charge so the patient turned off stimulation.